Manufacturer narrative:
The reported events of no pacing and failure to interrogate were confirmed. The device was received from the field with no output, no telemetry, and battery at end of service level consistent with events observed on the field. The device image could not be saved due to lack of telemetry and was requested from the field, however, the information was not available. The product code was re-loaded onto the device successfully after cutting open the device case and replacing the battery. During the analysis, the pacer was interrogated multiple times and no interrogation anomaly were noticed. Further evaluation of the output found normal pacing parameters. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that upon admission to the hospital due to bradycardia, the device was unable to be interrogated. The physician suspected the bradycardia was due to the device not pacing. The device was explanted and replaced to resolve the event. The patient was in stable condition.